Manufacturer narrative:
The quality investigation is complete. Device not available for return.

Event description:
It was reported via medwatch (B)(4): that during a primary ankle case, the e-sep pencil activated without the button being pushed. The procedure was completed successfully without a delay; the surgeon received a minor burn on left medial upper arm, no treatment to patient or surgeon. No infection reported.